Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12f amplatzer torqvue 45x45 delivery sheath (lot 9114597) was chosen for procedure. It was noted that the patient had a tough atrial septum which was difficult to cross. There was resistance during the transseptal puncture, and it was challenging to advance the delivery system across the septum. A non-abbott catheter was utilized to balloon the septum to 6mm. The tip of the dilator of the sheath became frayed in an attempted septal crossing, so the device was replaced with a new 12f amplatzer torqvue 45x45 delivery sheath (lot 9137769). The physician did not believe to be in "out of box" condition, and the physician reported that the delivery sheath looked "beaten up." The device was attempted to be used but resulted in the catheter looking damaged and was unable to be advanced. The device was replaced with another 12f amplatzer torqvue 45x45 delivery sheath (lot 9138439). There was mild difficulty advancing the delivery sheath, and it was reported that there was a slight "hitch" point where the dilater tapers into the sheath tip. However, this device was able to be successfully advanced and used to implant an amplatzer amulet left atrial appendage occluder successfully. The entire process of crossing the septum into the left atrium took 20 minutes. The physician stated that the difficulty crossing the atrium was likely due to patient's septum and tissue, but the physician also complained that the transition between the dilator and the sheath was not as smooth as it could be. It felt like the sheath was getting stuck at the septum at this transition point between the dilator and the sheath. There were no adverse patient effects. The patient status was stable.

Manufacturer narrative:
An event of an difficult to advance through patient anatomy, material deformation, and product quality problem (beat up) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Reportedly, it was noted that the patient had a tough atrial septum which was difficult to cross. There was resistance during the transseptal puncture, and it was challenging to advance the delivery system across the septum. The physician did not believe to be in "out of box" condition and reported that the delivery sheath looked "beaten up.". The device was attempted to be used but resulted in the catheter looking damaged and was unable to be advanced. Therefore, a new delivery system was used. Per case detail, the physician stated that the difficulty crossing the atrium was likely due to patient's septum and tissue (patient's septal composition). Based on the information received, the cause of the reported difficult to advance appears to be related to patient's anatomy. The reported material deformation and product quality problem could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.